Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in the circumflex artery. The physician advanced the stent delivery system, but the 2.5x24mm promus element stent could not cross the lesion. When the device was removed from the patient, damage was noted on the end of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. This product is only (B)(4) approved but it is similar to an approved us device

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in the circumflex artery. The physician advanced the stent delivery system, but the 2.5x24mm promus element stent could not cross the lesion. When the device was removed from the patient, damage was noted on the end of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with distal and proximal stent damage. Strut row 1 at the distal and proximal ends of the stent were raised. There were also kinks identified along the entire length of the hypotube shaft. Mandrel resistance was encountered due to the presence of solidified contrast media within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).